Event description:
The monitor was returned for investigation and did not pass incoming testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four appropriate treatments. The device was started up at 15:05:29 on (B)(6) 2025. At 11:15:37 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to vf. At 11:16:12, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity transitioning to severe bradycardia @ 10 bpm with pvc¿s. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:18:24, an arrhythmia was detected. ECG shows vf. At 11:18:56, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to vt @ 150 bpm/vf. At 11:19:29, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with nsvt. At 11:23:39, an arrhythmia was detected. ECG shows vf. At 11:24:14, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with CPR/motion artifact. The device was shut down at 11:52:29 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted insulated-gate bipolar transistor (igbt) q12 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. There is no indication the device malfunction caused or contributed to the patient's passing as the system was able to detect and appropriately treat vf rhythm on the date of event.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four appropriate treatments. The device was started up at 15:05:29 on (B)(6) 2025. At 11:15:37 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to vf. At 11:16:12, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity transitioning to severe bradycardia @ 10 bpm with pvc¿s. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:18:24, an arrhythmia was detected. ECG shows vf. At 11:18:56, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm degrading to vt @ 150 bpm/vf. At 11:19:29, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with nsvt. At 11:23:39, an arrhythmia was detected. ECG shows vf. At 11:24:14, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with CPR/motion artifact. The device was shut down at 11:52:29 on (B)(6) 2025.